Manufacturer narrative:
Meter (B)(4) has been returned and investigated. Visual inspection was performed with no issues observed. Meter was able to be powered on with button depression, cal bar, and strip insertion. No error messages were observed. Control solution testing was performed, and results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. A valid serial number or strip lot has not been provided for test strips. Dhrs (device history record) for the freestyle precision h meter were reviewed, and the dhrs showed the freestyle precision h meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product related issues. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a delivery delay with a replacement adc hospital meter. The replacement device was issued as it was reported the device was displaying an "error 6" code. Due to delivery delay, healthcare professional reported that there was an adverse event which required medical treatment. No further details were provided. There was no report of death or permanent injury associated with this event.